Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
B1 adverse event and/or product problem. B2 outcomes attributed to adverse event. B5 describe event or problem. H1 type of reportable event. Health effect - clinical code: removed e2403 added e1205. Health effect - impact code: removed f26 added f11.

Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer reverted to an alternate method of insulin therapy.